Manufacturer narrative:
The physician reported that target temperature during rfa could not be reached. Device later showed disconnection alert of neutral electrode. The neutral electrode was replaced, issue not solved. Therapy was aborted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the generator cannot reach target temperature during rfa procedure, and eventually disconnected. As a result, the procedure was aborted.

Manufacturer narrative:
Date of event is estimated. E1, reporter phone number: (B)(6).